Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillator event. Motion artifact contributed to the false detections. The response buttons were not pressed during the event. The pt went to the hosp following the event and ended use of the lifevest to receive an ICD on (B)(6) 2015.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp following the event and ended use of the lifevest to receive an ICD on (B)(6) 2015. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 01/2014 (reuse). Electrode belt sn (B)(4) - 04/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.